Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a low signal alarm and an unexpected restart alarm on their insulin pump. Customer stated the alarms did not occur during the rewind/prime sequence. Customer also stated they did not program a temp basal prior to the alarms occurring. The customer was advised to replace their insulin pump due to the recurring alarms. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a voltage leak. The insulin pump passed the self test with no error alarm. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.